Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. A vessel perforation and pericardial effusion were noted. During the transeptal crossing, the versacross rf wire grazed along the outer wall of the aorta, and it was believed that a small perforation occurred. However, the procedure continued, and the watchman device was implanted with no issues. The perforation self-sealed during procedure after several minutes, a hematoma was noted on outer wall of aorta and small pericardial effusion on the pericardial sack was noted as well (size .5). The patients' vitals were stable, no further intervention was needed, and the patient fully recovered. The patient was not admitted to hospital beyond standard care. The procedure was completed. The device is not expected to be returned for analysis (disposed). The patient was not on warfarin nor on antiplatelet drugs at this point. The patient was expected to be discharged (B)(6) 2023 (current status is unknown). A transesophageal echocardiogram (tee) was used to confirm perforation. The patient has lipomatous septum with small window. The transseptal puncture was completed prior to noticing the pe and radio frequency was only applied once. No reason to believe that the versacross devices malfunctioned during the procedure. The act therapeutic during the procedure was at 371 and at 300 after the procedure. In the physician's opinion, the device contributes to the patient complications, since when crossing the septum, the rf versacross wire made contact with the aortic wall when crossing into the left atrium, which could cause a small perforation on the outer wall of the aorta.